Event description:
It was reported that there was a black spot on the display of the infusion device that as it moves, could affect the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).